Event description:
It was reported that the wake button was intermittently sticking and that the wake button was intermittently not working. Reportedly, the customer pressed the wake button with more force and the wake button performed as intended. Additionally, it was reported that unspecified alarms occurred intermittently. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.